Event description:
The jaws on the forceps would not close after the squeezing the handle to obtain a biopsy in the ureter. There was a "pop" sound when handle squeezed. The instrument was removed in open position with the scope through the ureter. Physician cut the forcep after it was removed from the pt. Surgeon did not believe there was any harm to the pt.